Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced chest pain, nausea, and headaches as well as issues with biv pacing. The patient was hospitalized for a week, and the device was reprogrammed to vvi, with a lower rate limit of 40. The system remains in service. No additional adverse patient effects were reported.